Event description:
The user facility reported that the 6fr angio-seal footplate was not delivered past the sheath to enter the artery. All the proper steps were taken with bi-pass tube fully in, click forward and the full backward to lock footplate in place however, the footplate was not outside the sheath, so device pulled directly out. Manual pressure was completed with no patient issues. The terumo territory manager and the doctor inspected device to insure the angio-seal (as) was not in the artery. It was not, so they took the angio-seal (as) apart and in the device was the footplate, suture and collagen. The footplate never came out the end of the sheath to enter the artery. The procedure was successful, and manual pressure was held. The outcome of the procedure was good. Additional information was received on 20 oct 2022: the procedural sheath that was used for the case was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed in the common femoral artery (cfa).

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been improper sheath positioning and deploying it in subcutaneous tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).